Event description:
It was reported that a patient's leg was amputated above the right knee approximately nine and a half years post implantation due to injuries sustained in a fall resulting in a fracture of the right femur. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product vngd ssk 360 r fem 75mm item# 185268 lot# 2794979 bmt smooth knee stem 18x80 item# 145028 lot# 136580 vg 360 dst fm ag 75x5 ll/rm item# 185328 lot# 765410 vg 360 dst fm ag 75x10 rl/lm item# 185388 lot# 966850 vg 360 univ pst fm aug 75x5 item# 185348 lot# 665610 biomet smooth knee stems 14x40 item# 145004 lot# 608190 g2- united kingdom h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
A2- patient was born in 1934.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the tibial tray as the reported issue is for bone fracture on the femoral side. Please void previous report regarding the tibial tray.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the tibial tray as the reported issue is for bone fracture on the femoral side. Please void previous report regarding the tibial tray.